Event description:
Additional information received reported that no diagnostics were performed. No malfunctions were seen and the cause of the issue was not determined. It was reported that another device was opened, connected, and successfully implanted. The patient was fine and receiving therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on (B)(6) 2013 noted that the igp set screw would not properly attach lead. There was no patient injury and the pateint recovered without sequelae.

Event description:
It was reported that there was an issue during a surgical procedure. In an implant the lead was not staying secure in the ins block. They could hear the click with the torque wrench but it didn't seat onto the lead and the lead did not stay securely into the connector block. They had tried two different torque wrenches. They had disconnected lead and reseated it with no success. There were no issues inserting the lead. They planned to try another ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as manufacturing report #3007566237. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.